Event description:
During a total hip replacement surgery, the orthopat machine was being set up for use as an autologous blood transfusion collector. The tubin supplied from the manufacturer was opened and an attempt to set it up as indicated per manufacturers' instructions for use was made. The stopcocks on the tubing were different from the standard tubing used and would not fit in the machine valve-holders. Luckily, there was more tubing that had the correct-fitting stopcocks (3-way) and that was used. Verified that manufacturer number and reference numbers were identical on both packaging. Retained packaging from incorrect set.======================manufacturer response for perioperative autotransfusion system, orthopat (per site reporter).======================pending.